Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that a zero tip basket device was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure, the middle part of the shaft broke. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the handle returned in good condition. Microscopic examination was performed under magnification, and it was noticed that the basket returned detached and the sheath kinked at the middle section. Destructive test was performed, and before the device was disassembled, evidence of the torque mark was noticed. The cap was then removed, and the handle cannula was assembled to the pinch vise. It was noted that the handle cannula was kinked. The handle cannula with the pull wire was removed and was assembled to the notch cannula. It was also noted that the basket returned detached from the notch cannula. Additionally, there is evidence of the 8 crimp marks and there was evidence of glue inside the notch cannula indicating the basket was assembled to that section. With all the available information, boston scientific concludes that the reported event of pull wire break was not confirmed since it was not possible to identify any evidence of the alleged issue on the device since the pull wire was in good conditions. Also, the evidence from the product record review did not identify a potential product quality issue. However, the observed sheath kinked at the middle section, the handle cannula kinked, and the basket detached from the notch cannula could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to the found failures. During manufacturing, the devices are inspected to ensure the integrity and functionality of the device and would have captured the failures found. Taking all available information into consideration, an investigation conclusion code of adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a zero tip basket device was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure, the middle part of the shaft broke. The procedure was completed with another of the same device with no patient complications.